Manufacturer narrative:
As reported, the optifix fasteners could not be fixated and the fasteners noted to be broken. Video provided and sample evaluation find that the guide wire and backup tabs are bent. The reported deployed broken fastener is a known result of bent guide wire and bent backup tabs. The components are found to be bent from applied forces while in use. No manufacturing anomies were found. Review of the manufacturing records was performed and found the lot was manufactured to specification. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of IFU states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue.". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic right inguinal sleeve procedure, the surgeon attempted to fix a 3dmax mesh using the optifix fixation device. Despite multiple attempts, the fasteners did not properly fixate and remained overlapped on the mesh. Upon inspection, the surgeon found that the tackers were broken in half, and the line was misaligned. All broken tackers were removed, and the mesh was successfully fixed using sutures instead. The issue occurred during initial use of optifix, although the surgeon was experienced with sorbafix device. There was no patient harm or injury.